Event description:
Post stent to lad, mynx closure device was used. Pt received in recovery area oozing from site. Oozing lasted for 1 hour. Manual pressure held x 20 minutes. Hemostasis achieved. Pt stable.